Manufacturer narrative:
Product analysis conclusion the reported suprarenal stent deformation with likely detachment of the suprarenal stent was confirmed on the films provided; however, the exact cause of the event could not be determined. Fracture of some of the suprarenal stents was also a potential consideration that could not be fully confirmed on the images provided. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. The anatomy at implant is unknown and earlier post-implant films were also not provided. The duration of implant of the endurant stent graft system is unknown but it is possible disease progression over the time of implant may have contributed to the observed events. Lack of stent graft proximal neck radial support due to aneurysm morphology changes may allow increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment leading to detachment and potential fracture of the stents. B5; additional information received : it was reported the aneurysm on the thoracoabdominal region was treated with an additional tevar. The damage to the renal artery stent has not been removed, so it is in its original state. No further intervention is currently planned. It was confirmed a detachment of the suprarenal stents from the graft material and damage to the suprarenal stents was noted. It was confirmed the patient was no renal artery stents and the mention of a renal stent previously is an error and actually what was meant is the suprarenal stents of the bifurcate. The damage to the endurant bifurcate noted on follow-up imaging on the 21st of april 23 was the same time the thoracoabdominal aneurysm was noted . Treatment was only performed for the thoracic and abdominal aneurysms and no treatment was performed for the endurant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during the initial endovascular treatment of an abdominal aortic aneurysm on unknown date. It was reported follow-up imaging identified an expansion in the thoracoabdominal region. Tevar was performed through thoracoabdominal perforation. It was confirmed by follow up imaging that the endurant suprarenal stent was damaged and a non-mdt stent was used for the tevar in the thoracoabdominal region. Per the physician the cause of the expansion in the thoracoabdominal region and the damaged suprarenal stent was not specified. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.